Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received, clinical evaluation was unable to found substantial evidence to support the reported events. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the reported type 1b could not be determined due to lack of relevant medical information. In addition, due to the lack of information, we were unable to determine user or procedure related issues, or any associated off label product use conditions. There was no device related issue involving the type ii endoleak reported at 51 months post implant. Instead, cautionary product use conditions such as patent ima or lumbar arteries, likely contributed to the clinical harm. The final patient disposition was being monitored with no additional negative patient sequelae reported. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, so no device evaluation was completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: (B)(4).

Event description:
An afx2 bifurcated stent graft system and infrarenal aortic extension were used to treat an abdominal aortic aneurysm. At four years post-op, patient showed evidence of a type ii endoleak and the patent underwent re-intervention. The outcome of the type ii endoleak re-intervention is unknown. The patient is also reported to have a type 1b endoleak. The patient will undergo further treatment at an unknown date to treat the endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx2 bifurcated stent graft system and infrarenal aortic extension were used to treat an abdominal aortic aneurysm. At four years post-op, patient showed evidence of a type ii endoleak and the patent underwent re-intervention. The outcome of the type ii endoleak re-intervention is unknown. The patient is also believed to have a type 1b endoleak. Internal review believes the type 1b endoleak may be a type iiib endoleak. The patient will undergo further treatment at an unknown date to treat the type 1b or type iiib endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.